Event description:
Review of the download data for a (B)(6) old male pt revealed several battery charger fault flags. Zoll customer support contacted the pt and issued him a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon evaluation, the battery charger connector was corroded. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the corroded connector. The pt received a replacement battery charger.